Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. The returned device was attached to an encore inflation unit and positive pressure was applied to inflate the balloon. The balloon could not be inflated due to the presence of solidified blood that was present within the inflation lumen.the device was soaked in a water bath at a temperature of 37 degrees celsius to help soften the blood before further inflation attempts were made. The device was removed from the bath and the balloon was again attached to an inflation device subjected to positive pressure and liquid was observed to be leaking from a longitudinal tear approximately 4mm in length stretching from approximately the distal edge of the distal markerband towards the middle section of the balloon material. The rated burst pressure for this device is not to exceed 12atm. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. No damage or any issues were noted with the tip that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the tip or blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured at 8atm upon the third inflation. The device was then simply pulled out from the patients body. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was good post procedure.

Event description:
It was reported that the balloon ruptured. A 10mmx3.25mm wolverine coronary cutting balloon was selected for use. During the procedure, it was reported that the balloon ruptured at 8atm upon the third inflation. The device was then simply pulled out from the patients body. The procedure was completed with another of the same device. No complications were reported, and the patient's condition was good post procedure.